Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer stated they had two (2) to three (3) units difference between their results and the main lab results. The customer provided the results for four (4) patient samples (units in mmol/l and no date/time provided): patient 1: (B)(6); (corrected results) - (B)(6). Patient 2: (B)(6); (corrected results) - (B)(6). Patient 3: (B)(6); (corrected results) - (B)(6). Patient 4: (B)(6); (corrected results) - (B)(6). The customer noted that quality control (qc) was also recovering low and performed a study with an unassay qc material, and it was also low. Hotline generated service request and a field service was dispatched to evaluate the symptom event on (B)(6)2022.

Manufacturer narrative:
The full patient identifier is case (B)(4). Four (4) patient samples are included in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer on (B)(6)2022 and identified the failure mode as hardware. The fse checked the instrument and found the mc sample syringe dirty and replaced it. The fse also replaced the t-valve. The fse opened new set of aqua calibrators, replaced the reagents, and calibrated the ise electrolytes. The fse noted that calibration reference values and qc values were within the acceptable limits and qc recoveries were on the mean. Instrument was operational after repair. The fse performed verification and control measures according to standard operating procedure and correction(s) met all requirements. In conclusion, the primary failure mode was determined to be a hardware malfunction of the mc sample syringe.